Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the shock energy was low. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: the fluke impulse 7000 test shock energy was used, found that energy approach the limit. Results of functional testing indicate that the therapy capacitor needed replaced. Once replaced, the device was returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.